Event description:
It was reported that the pump had a primary audible alarm bgnd (background) failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. There was no physical damage noted. Event history log (ehl) showed system failure: primary audible alarm bgnd (background) test error. During power-on self test, the reported problem was not be duplicated. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced interconnect pcb (printed circuit board) for preventative purposes. A corrective and preventative action has been opened to address the reported issue.